Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the intensive care unit for unrelated reasons, large high voltage lead impedance was observed in the right to can configuration. No intervention was suggested. No further information is available.